Event description:
In 2008, the sales rep reported that there was a revision surgery. Add'l info received via telephone on the following month, the sales rep reported that during a revision surgery for a male pt that was in a car accident in the summer of 2008. Upon removal of the plate, it was identified that one screw was broken in half and the two bottom screws were backing out. On eight months prior original date, the pt underwent an initial surgery, anterior cervical discectomy and fusion (acdf). The surgeon had to perform a corpectomy at c5 where the vertebral body was cracked. The surgeon was able to retrieve the pieces of the broken screw from the bone. The surgeon then performed a fibula shaft/strut graft in c5 and extended the levels to c4-c6 using a longer plate.

Manufacturer narrative:
Request has been made to obtain the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending upon the return of the product.